Event description:
On (B)(4) 2014, on a device replacement procedure, the subject device was interrogated in its box. The interrogation took a long time and could not be accomplished despite changing the position of the programmer head. When the programmer head was then removed, a message was displayed at this time (detail message content was unknown) and the session was ended. The programmer was re-booted, and the re-interrogation of the device took a long time yet again. When the programmer head was removed from the device, a message stating that the device was in standby mode was displayed. The device was re-initialized. Since normal device behavior could not be guaranteed, another device was implanted instead. On (B)(4) 2014, the subject device was successfully interrogated. However, the device was found in standby mode again. At that moment no re-initialization of the device was performed. An explanation is required.

Event description:
On (B)(6) 2014, on a device replacement procedure, the subject device was interrogated in its box. The interrogation took a long time and could not be accomplished despite changing the position of the programmer head. When the programmer head was then removed, a message was displayed at this time (detail message content was unknown) and the session was ended. The programmer was re-booted, and the re-interrogation of the device took a long time yet again. When the programmer head was removed from the device, a message stating that the device was in standby mode was displayed. The device was re-initialized. Since normal device behavior could not be guaranteed, another device was implanted instead. On (B)(6) 2014, the subject device was successfully interrogated. However, the device was found in standby mode again. At that moment no re-initialization of the device was performed. An explanation is required.

Event description:
On (B)(6) 2014, on a device replacement procedure, the subject device was interrogated in its box. The interrogation took a long time and could not be accomplished despite changing the position of the programmer head. When the programmer head was then removed, a message was displayed at this time (detail message content was unknown) and the session was ended. The programmer was re-booted, and the re-interrogation of the device took a long time yet again. When the programmer head was removed from the device, a message stating that the device was in standby mode was displayed. The device was re-initialized. Since normal device behavior could not be guaranteed, another device was implanted instead. On (B)(6) 2014, the subject device was successfully interrogated. However, the device was found in standby mode again. At that moment no re-initialization of the device was performed. An explanation is required.